Event description:
It was reported that a patient underwent a descending aortic aneurysm repair procedure on (B)(6) 2013 and suture was used. During the procedure, the needle popped off of the suture and fell into aorta. The needle is still located in aorta. Xrays were taken and it was confirmed that the needle is in the aorta. They were unable to retrieve the needle as the patient was already closed. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.